Event description:
It was reported that this implantable pacemaker during routine follow up, exhibited an alert that the device entered safety mode unexpectedly. Technical services (ts) discussed the limited device functionality, and recommended emergent replacement as there is no reprogramming available in safety mode. Subsequently, the device was explanted and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the product is returned, this report will be updated with pertinent information, upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A review of the device memory noted fault codes or resets. Longevity calculations were performed and showed a cell depletion pattern that is similar to other devices that have possible battery anomalies. This investigation found that ingenio/accolade battery shorting associated with torn tube insulation was likely caused by sharp notch corners on the tab portion of the cathode collector.

Event description:
It was reported that this implantable pacemaker during routine follow up, exhibited an alert that the device entered safety mode unexpectedly. Technical services (ts) discussed the limited device functionality, and recommended emergent replacement as there is no reprogramming available in safety mode. Subsequently, the device was explanted and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the product is returned, this report will be updated with pertinent information, upon completion of analysis.